Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - customer returned (2) loose 3/10cc syringes. Customer states that the shield was too tight to remove. Both returned syringes were examined and one sample was returned with the hub-needle and shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. Based on the samples and photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). CAPA/sa - CAPA (B)(4) has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter : the customer reported the needle with the shield was separated from the barrel when removing the shield.